Event description:
It was reported that the customer was hospitalized with a high blood glucose of 290 mg/dl. The caller stated that the customer is very lean, fit, and doesn't have much body fat so, the cannulas are bending. The caller stated that the customer recently removed the infusion set, and there was a hematoma. The site was infected, and the customer was hospitalized. It was stated that the customer had a fever that didn't go down until the hematoma was drained. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.